Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed wires of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and accessory set were received for evaluation. Visual inspection verified the power extension cable and the power supply were frayed, and wires were exposed. The power cord was undamaged. The backplate of the device was removed and a golden power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that epiq-ncmr00058638 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported.